Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 25 mg/dl. The customer was shaking and sweating, and his eyes were not blinking. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history. The customer stated that he changed the infusion set, then gave himself manual injections, after getting the alarms. Also, found that the customer was using expired infusion sets. Nothing further was reported.